Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defect was found. Receiver charge and boot test was performed and passed. A review of the downloaded data log did not find any errors related to the customer complaint. Functional testing was performed there was no failure detected. G5 global communication tool tone at medium test was performed and pass sound tests. A "try it" manual drop test was performed and the test passed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined as the reported allegation was not found.